Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right common femoral vein due to deep vein thrombosis. The patient alleges tilt, vena cava perforation and organ perforation. The patient further alleges ¿I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it into an adjacent structure¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿there is an inferior vena cava filter present with the cephalad apex extending above the level of the lowest renal vein, the right renal vein. There is anterior tilt of the inferior vena. Cava filter with the cephalad apex abutting the anterior wall of the ivc. There is no evidence for a fractured inferior vena cava filter strut or a significant bend. There is evidence for a single filter strut perforation along the posterior medial aspect of the ivc extending into the anterior longitudinal ligament of the lumbar spine, extending approximately 3 to 4 mm, beyond the confines of the inferior vena cava. There is no evidence of inferior vena cava stenosis.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01254.